Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Initial visual inspection of the instruments found no abnormalities. Functionally, each instrument was loaded with a device. During testing of the instruments, a skip was noted in each units firing stroke after closure of the reload jaws. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each firing rack. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances, 1. Firing over tissue that is beyond the recommended thickness range, 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution, 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while at the resection of the stomach, the surgeon was able to press the green button and squeeze the handle, but neither of the three staplers would fire. The surgeon switched to a fourth stapler and completed the procedure. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.